Manufacturer narrative:
The customer's report of an over infusion was not confirmed or replicated during testing. Neither the pcu nor the pcu event logs were received. Review of the pump module event logs confirmed two infusions were administered on the reported event date at the reported incident rate of 10ml/hr. The 1st infusion was started on (B)(6) 2016 at 3:30 am and infused at 10ml/hr with a vtbi of 45ml. An air-in-line alarm occurred at 7:48 am and again at 7:50 am. At 7:53 am the pump module was powered off. The 2nd infusion was started at 8:11am and infused at 10ml/hr with a vtbi of 100ml. At 10:56 am the pump module was powered off. Rate accuracy testing found the device to be infusing within specification. The event administration set was not returned for testing. The root cause of the reported over infusion was not determined.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the nurse programmed the pump to infuse 100ml of protonix to infuse over 10 hours (10ml/h) however after approximately 4 to 5 hours the bag was noted to be empty. There was no patient harm.